Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02795. It was reported that the patient presented to the emergency room due to cardiac arrest, and the patient received external defibrillation. Pacemaker interrogation revealed some right ventricular undersensing during the event. The device was reprogrammed to address the undersensing. On (B)(6) 2020, the device was explanted and right ventricular lead was capped due to upgrade to an implantable cardioverter defibrillator and high voltage lead.